Manufacturer narrative:
A device history record (DHR) review for the non-sterile version of the part was also completed: non-sterile: part 445.310, lot 8951516: manufacturing site: (B)(4). Manufacturing date: may 09, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the broken part was received in a clean, but strongly deformed state. The decontamination form was attached. One piece of the plate was received. Broken off piece is missing. Marks and scratches are visible. The plate is strongly deformed. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produce as it should. No abnormality in process was found. All measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: may 24, 2014. Expiry date: may 01, 2024. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for acetabular posterior wall fracture took place on (B)(6) 2016. The surgeon tried to bend the reported plate to apply it on the patient's acetabulum from posterior side on the surgery; the surgeon tried to change the angle of the curve of the plate to below 45 degree, standard angle. The plate broke when the surgeon bent the angle back 5 degrees from the 45 degree standard angle. The surgeon used another plate and completed the surgery successfully with a ten (10) minute delay. No adverse consequences were reported. This is report 1 of 1 for (B)(4).